Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared for use. However, while inserting the sgc, resistance was encountered. However, the sgc was continued for use. After initial sgc insertion, re-prep was needed. However, a blood clot was observed and was unable to be flushed from the hemostatic valve. It was noted that the clot was small and contained within the sgc. Therefore, the sgc was removed and replaced. A new sgc was inserted without issues. One clip was implanted, and the mr was reduced to 1. There was no clinically significant delay in the procedure.